Event description:
On july 12, 1999, the co's customer svc dept rec'd a complaint that one of its gp lenses broke in pt's right eye on july 7. Pt reported to his fitting tech at dr's, clinic that upon inserting the lens it had felt as if it had decentered. When the pt tried to center the lens, the pt reported that the lens broke and scratched his eye. The pt was treated at the emergency room and was diagnosed with central corneal abrasion with stipling. Several lens pieces were removed from the pt's eye at the e.r. As reported by the tech. The pt was given dylatin drops and antibiotics along with an eye patch.